Event description:
The lead was returned with no information. The lead subsequently tested out of specification during manufacturer's analysis. Further follow up did not yet yield any additional information regarding lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: product ID: 694965, implanted: (B)(6) 2007. (B)(4).